Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, in an attempt to treat a flow limiting dissection caused by another co's balloon, the stent was placed at the lesion without resistance. Inflation difficulties were encountered, the balloon partially inflated, and the stent was partially deployed. Upon removal of the stent delivery system, it was noted that the stent was attached to the delivery system. An attempt to remove the delivery system and stent into the guiding catheter, contrary to "IFU", was met with resistance and the system was removed as a unit. The stent separated at the arterial access sheath. The pt became symptomatic, contralateal access was gained and another co's stent was placed at the dissection. The pt was then stabilized and the separated stent was successfully retrieved with a snare device. The pt tolerated the procedures well and has been discharged to home.